Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported having a blood glucose of 318 mg/dl so she went to the hospital for treatment. She said that she did not receive any insulin at the hospital because her blood glucose reading was 193 mg/dl. She was given lancets, a freestyle meter, humalog injections, and a sliding scale. She stated that she was feeling much better currently than she was last night. The pod was worn for less than 4 hours.